Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that rotator cuff suture by arthroscopy an expressew iii needle broke when passing the tissue and when placing a 4.75mm healix advance knotless br anchor, it fractured in the middle of the route. Fragments of the implant were generated and remain inside the patient. The complaint device was received and evaluated. Visual observation revelated that the distal tip of the anchor was broken. The suture card and suture gripper were not received along with the device. In addition, the anchor presented biological residues. When pictures were taken under magnification no anomalies were observed. Therefore, this complaint can be confirmed. The possible root cause for the reported failure can be associated with off axis insertion or levering during insertion. The sterile load information was reviewed to see if there were any complaints related to infection for any products sterilized in load. There were 18 different lots of product containing 2068 devices. The review of the complaint files revealed there were no complaints in which reported infection for the lot numbers in the sterile load. The eto sterilization of the device has been done according to requirements of iso 11135:2014. The certificate of sterilization indicates that the physical acceptance criteria and microbiological acceptance criteria were in compliance with the validated specifications. A manufacturing record evaluation was performed for the finished device lot number:6l65869, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during a rotator cuff suture by arthroscopy. There was no surgical delay. Another like device was used to complete the procedure. There were no fragments generated. Both the expresssew needle and the healix anchor broke. There was no additional surgical intervention to try to recover the broken fragment performed. The broken fragment remained inside the patient's body which is absorbable.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). UDI:(B)(4).

Event description:
It was reported via complaint submission tool that during an unknown procedure an expressew iii needle broke when passing the tissue and when placing a 4.75mm healix advance knotless br anchor, it fractured in the middle of the route. Fragments of the implant were generated and remain inside the patient. No surgical delay reported.